Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a "check vent: battery failed" alarm occurred. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.